Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt. Doi and initial setting were unknown. It was reported that shunt failure occurred at the end of 2017. The revision surgery was performed on (B)(6) 2018 owing to bad health. The patient¿s information was not available. The physician commented that it was considered that the proximal side was blocked. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the needle holes in the needle chamber. The valve was reflux and passed the test. The siphon guard was tested; no issues found. The siphon guard was then removed and the valve was pressure tested; no issues found. A review of manufacturing records could not be performed, as no lot number was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.